Event description:
Pt experienced irritative symptoms post treatment; burning, frequency and starting and stopping during urination. The doctor performed a cytoscopy on the pt and saw what looked like a defect in the urethra in the area of the verumontanum up to near the bladder neck, but not all the way up to the bladder neck. The pt was put on antibiotics but as of now the pt has not had relief.

Manufacturer narrative:
Despite several attempts, additional information has not been obtained to date. Additional attempts to follow-up with the clinician/staff will be made and if possible, a follow-up report will be submitted.